Event description:
It was reported that the patient received several inappropriate shocks due to oversensing shocks on right ventricular (rv) lead. There was high impedance and fracture. The lead was turned off. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).